Manufacturer narrative:
Scorpion brake kits.

Event description:
It was reported by service report that the brakes were not holding. It was unknown if patient was involvement and adverse consequences are reported.